Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected thyroid-stimulating hormone (tsh) result generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate methodology produced a lower result that better matched the patient's clinical presentation. The result was reported out of the lab. It is unknown if patient treatment was affected.

Manufacturer narrative:
The customer sent sample to customer product line support (cpls) for additional testing. Cpls was able to detect a patient source interference. A patient source interferent is the root cause of this event. Service was not dispatched for this event.